Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks post-implant, the right ventricular (rv) lead exhibited oversensing and the rv pacing threshold was elevated. The system was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the exposed superior vena cava d efibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.